Event description:
Related manufacturer reference number: 1627487-2022-00217. It was reported that the pc displayed the error message ¿MRI is not advised,¿ while attempting to set ipg to MRI mode. The pc app and the ios was updated. Diagnostic readings exhibited that the contacts in one lead were showing high impedances and thereby unable to place ipg into MRI mode patient therapy was active. Repositioning was also unable to solve the issue as such surgical intervention is anticipated to address the issue at a later time. Both the leads are reported as it is unknown, which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.